Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001629269 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the thoracentesis line failure at the stopcock, valve causing a blockage due to broken product. During follow up additional information received on monday, (B)(6), 2026, it was further reported that the thoracentesis line failure at stopcock valve causing a blockage due to broken product; however, the specific component that failed could not be identified. There was no reported or confirmed impact to a patient, healthcare provider, or user, and no medical intervention, diagnostic action, or treatment delay was documented.